Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had high blood glucose of 588 mg/dl. The customer's current blood glucose was 128 mg/dl. The customer treated high blood glucose with an insulin pen. Advised the customer to reinsert the reservoir and to run a manual prime. Insulin did exit the tube. The alarm history shows that there was low reservoir and bad battery. No further information was reported.